Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify the issue with the stratafix spiral suture. Additional information received on (B)(6) 2023 stated that the knots were untyped post-op and it was unknown if the suture broke post-op. Stratafix spiral is not supposed to be tied. Please provide the following information: were the knots found un-tied post-op? ¿untied¿ meant to be loosen, actually not tied. This is the case that stratafix spiral used. Did the suture break post-op? Sales rep tried to ask the surgeon, but couldn't communicate. Were the barbs not engaged in the tissue post-op? Unk. Was the tissue found torn, but there was no issue with the stratafix spiral suture? Unk. I certify that all information that are known/available has been disclosed. Corrected information: h6 medical device problem code.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm. Is the suture involved in this complaint stratafix spiral pds plus? The complaint product code was sxpp1b450 and the product code name was sxpp1b450 sfxspl 0 30 CT-1.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the lot number: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were the knots found un-tied? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on an unknown date and a barbed suture was used on the vaginal stump. Post-op, a dehiscence was confirmed at a routine checkup one month after surgery. The vaginal area was observed and a suture stump was visible. The patient was re-sutured with a different suture as a treatment. Three additional stitches with interrupted suture was done. There was no problem with the patient's condition after that. The surgeon opined that the cause of this event may have been the excessive pulling of the suture, which put tension on the tissue and caused it to rupture. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female date of index surgical procedure?unk the diagnosis and indication for the index surgical procedure?unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?the surgeon said there was no specific condition. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?the reps asked the surgeon to show the video of the surgery, but not responded. So, it's unk. Was at least one reverse stitch performed prior to closure? The reps asked the surgeon to show the video of the surgery, but not responded. So, it's unk. What tissue dehisced?vaginal stump. Onset date/time of dehiscence? (# post op days) it was found in the regular medical examination post-op 1 month. Please describe any surgical intervention required for the wound dehiscence including date and findings.¿ additional suture with vicryl plus. Please describe the appearance of the suture during the second procedure. Stratafix spiral was distightened and the suture stump was appeared in vagina. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)?=>stratafix spiral was distightened but the breakage or not was unk. Were the knots found un-tied?yes. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue?the surgeon said it is possible that over-tension was applied to the tissue and the tissue was torn because the thread was pulled too tight. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Not reporeted. Other relevant patient history/concomitant medications?no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon said it is possible that over-tension was applied to the tissue and the tissue was torn because the thread was pulled too tight. What is the patient's current status?no problem. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the issue with the stratafix spiral suture. Additional information received on 25-may-2023 stated that the knots were untied post-op and it was unknown if the suture broke post-op. Stratafix spiral is not supposed to be tied. Please provide the following information: were the knots found untied post-op? Did the suture break post-op? Were the barbs not engaged in the tissue post-op? Was the tissue found torn, but there was no issue with the stratafix spiral suture? Please confirm. Is the suture involved in this complaint stratafix spiral pds plus? If no, please clarify the type of suture.